Event description:
It was reported by the MFR's rep that the interstim device system was explanted due to infection. Further info has been requested from the hcp, but has not been received at this time. If further info is received, a follow-up medwatch report will be sent.